Event description:
A customer reported that the charging port was loose. There was no adverse impact to the customer's blood glucose level. Follow-up was declined, no additional information was provided, and no further action was deemed necessary by technical support.